Manufacturer narrative:
The alarm trace included abnormal aspiration and sample short alarms. The calibration and qc recovery were requested but not provided. The customer stated qc was acceptable prior to running samples. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found a contaminated sample probe and replaced it. Precision testing was run and was within specification. Calibration and qc were acceptable. This investigation is ongoing.

Event description:
The initial reporter received questionable alb2 albumin gen.2, alp2 alkaline phosphatase acc. To ifcc gen.2, and tp2 total protein gen.2 results for one patient with cobas 6000 c (501) module. The initial albumin result was 0.2 g/dl and the repeated result was 2.5 g/dl. The initial alkaline phosphatase result was 5 u/l and the repeated result was 286 u/l. The initial total protein result was 0.2 g/dl and the repeated result was 6.33 g/dl. The questionable results were not reported outside the laboratory. The repeated results were deemed correct. The reagent lot numbers and expiration dates were requested but not provided.